Event description:
A 69 year old white female had cataract surgery by phacoemulsification with placement of iol on 12/2/92. Opn the second post-op day, developed endophthalmitis, which on 12/4/92 had a second surgery; vitrectomy with injection of antibiotics. The organism was pseudomonas. Culture of the special pump segment tubing for cleaning grey pseudomonas. The exact point which cultured positively was the point of contact of this special tubing, with the vent port opening. On further examination, it was discovered that there was in the aspiration system the possibility of fluid could travel retrograde to the handpiece tip under any reasonable operating condition. Thus, the possible bacteria cross contamination to the patient. Other devices used were a grieshaber cautery machine and an alcon mz style lensdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: manufacturer. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, foreign material contamination, labeling - user instruction manual. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.